Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned lead segments was performed. Although the segments themselves pass electrical testing, some residual calcification is remaining on the proximal and distal spring electrodes, on the lead body, and around the tip area. This along with the steadily increasing impedance seen by the device in the field is consistent with calcification which has built up on the lead¿s shocking coils creating a non-conductive barrier between the lead¿s shocking coils and the patient¿s heart tissue, thereby gradually increasing the impedance seen by the device over time.

Event description:
Boston scientific received information that this system had been exhibiting elevated shock impedance measurements that exceeded 125 ohms. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.